Manufacturer narrative:
The reported complaint of " the autopulse platform (sn: (B)(4)) failed to power up" was confirmed during functional testing. The root cause was due to the defective motor controller board as a result of normal wear and tear. The autopulse platform was manufactured in june 2009, and it is almost 11 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform revealed a large crack on the top cover and breakage on the edge of the front enclosure. Also, it was noted that the battery lock was bent. The observed physical damages were unrelated to the reported complaint and appear to have been caused by normal wear and tear and/or user mishandling. The top cover, front enclosure, and battery lock need to be replaced to remedy the observed issues. A review of the autopulse platform archive could not be performed because the recorded date and time in the archive were corrupted, unrelated to the reported complaint. The cause for the observed issue was due to the defective processor board, as a result of normal wear and tear of the platform. The processor board was replaced to address the problem. During functional testing, the autopulse platform failed to power on; thus, confirming the reported complaint. The defective motor controller board needs to be replaced to remedy the fault. Upon service completion, the defective parts will be replaced, and the platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) failed to power up. The platform was tested with 4 different fully charged autopulse li-ion batteries; however, the same issue was observed. No patient involvement.